Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "patient is a (B)(6) woman. At day 2 after the patient came into the hospital (cardiac decompensation), the patient had an infusion of 2 liters per minute of oxygen. But the patient was found cyanotic with significant dyspnea. We discovered there was a leak of the aquapak. The rest of the circuit was properly connected. Clinical consequences: desaturation of the patient at 64%. The period of time between plugging the aquapak and finding the patient cyanotic was around 15-20 minutes. There was no consequence for the patient for the rest of her stay in the hospital. The situation came back to a normal saturation after 10-15 minutes with an infusion of 6-7 liters per minute of oxygen." The condition of the patient is reported as fine.